Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: south korea. It was reported that when the user unpacked the histoacryl, they were solidified and leaked with bended tip. All med watch submissions related to this report are: 3003639970-2018-00410, 3003639970-2018-00411, 3003639970-2018-00413.

Manufacturer narrative:
Samples received: 2 open pouches, ampoule leakage. Analysis and results: there are no previous complaints of this code batch of which we manufactured and mostly distributed (B)(4) in the market. There are 10 units in stock in b. Braun surgical's warehouse. We have received two samples, the ampoules received have been optically evaluated and a defect in the tip of the ampoule was found. Some glue is still liquid inside the ampoules and all have bended tip. The leakage of the glue occurs at this point. Reviewed the batch manufacturing record, this product had a deviation in which was evaluated as uncritical. The product was released fulfilling b. Braun surgical requirements. Final conclusion: taking into account that the results of the samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of failure in the samples received. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.